Event description:
A male pt called lifecor customer support to report that he was "constantly being alarmed". He reported it's been occuring "almost from the beginning" and he "has had enough". He reproted that he had put the vest back on after showering and it immediately started alarming him. He reported the monitor message was either "no heart rate" or "check vest". Support had him check to be sure all electrodes and pads were fitting properly and snug. He reproted losing "maybe 5 or 6 lbs" but he knew the that the garment was fitting snug and correctly. He was aware of how to wash and take care of the equipment. A lifecor sales rep. Visited with pt. The sales rep. Exchanged the pt's electrode belt and monitor to reassure the pt although the download showed that the pt was being appropriately alarmed.